Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Twenty (20) minutes post procedure the patient became hypotensive. It was noted that the patient had a pericardial effusion. The physician performed a pericardiocentesis to treat the effusion. The patient made a full recovery from this event and has since been discharged from the hospital.